Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undefined pacing and defibrillation impedance were observed through the cardiac resynchronization therapy defibrillator (crt-d). The device was disconnected from and reconnected to the right ventricular (rv) lead several times with the same results. Testing results with an analyzer were nominal. One final attempt was made with the device but the undefined impedance continued. A different device was used to complete the implant and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.